Manufacturer narrative:
Co has completed the investigation of the MDR incident and, after testing the device, has not been able to verify a device malfunction which could have contrbubted to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of off-brand test strips, or some unk anomaly. At this point the investigation of this matter is closed.

Event description:
The pt began obtaining low results (35 mg/dl) on her one touch ii using quick check one test strips on 8/21. These low results continued through 8/23, with the pt not feeling well. After her 8/23 am result (35 mg/dl), the pt was transported to the ER, where a blood glucose result of 735 mg/dl (method unknown) was obtained. The pt was treated with IV insulin and released 4-5 hrs later. The meter is cleaned "rarely" and quality control tests designed to detect potentially inaccurate results are not performed. Calibration status is unknown at this time.